Event description:
Clinical report states that patient is experiencing patellar grind syndrome; however, as of this report, there has been no surgical intervention. Update (B)(4) 2013 - additional information was received from clinical. Clinical is now reporting the patient underwent an arthroscopy on (B)(6) 2013 to address patellar grind syndrome. The patella and femoral components are now being reported.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the newly provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.